Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in the image, broken charged coupled device, the fiber bonding in the outer tube area (distal end) is damaged, and the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the image issues were due to the broken charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a flickering image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a flickering image. The issue was identified during reprocessing. There were no reports of patient involvement.